Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and diabetic ketoacidosis. In addition we are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been diagnosed with diabetic ketoacidosis (dka) and hyperglycemia. The patient's blood glucose levels reached 525 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and nausea. The patient administered a correction bolus of 9 units of insulin. The patient had a video conference with a hospital emergency room. The patient was diagnosed with diabetic ketoacidosis (dka) and hyperglycemia. The patient was given advice to perform manual injections of insulin and was provided a prescription for anti nausea medication. Upon removal of the pod the patient had found the pod's cannula was damaged and the patient had to remove part of the cannula from the insertion site (leg). The patient applied a new pod and administered a correction of 5.6 units of insulin.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of soft cannula of the received pod was found shorter in length than normally expected. After opening the top housing of the pod, the overall length of soft cannula was measured to be out of specification (soft cannula found to be cut off). It could not be conclusively determined when this damage to soft cannula occurred. Pod download data did not show timeouts and drive stall during operation that would indicate a failure to deliver insulin. Small cracks were found on the top housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggested that the cracks had no effect on the device's functionality.